Manufacturer narrative:
Voluntary mw number mw5075125 was received (B)(6) 2018. There was no additional information identified in the mw report. The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced discomfort at ipg pocket site (described by the patient as a burning and itching sensation). As a result, patient underwent a surgical intervention on (B)(6) 2018, wherein patient¿s scs system was explanted.